Event description:
It was reported that the device overheated during a procedure. There was no delay as the procedure was completed using another device. There was no medical intervention and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination around the bearings. Corroded bearings were also noted within the device.